Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a patient (age and gender unknown), the device would intermittently not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the battery would not seat properly in the battery well causing the device not to power on.

Manufacturer narrative:
The device was returned to zoll medical corporation; during evaluation of the device to determine root cause, the technician observed the battery catch along with screws that holds the catch was missing. We do know the device was manufactured with the latch in place, and can only assume the latch was removed by the customer. No other hardware on the device internally or externally was missing or loose. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.